Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. The insulin pump received with moisture damage electronic and battery tube assembly.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 172mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. The customer stated that the drive support cap was loose, and the device is dirty. The caller mentioned that the insulin pump fell in the snow and it was functioning, but later it started having issues. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.